Event description:
It was reported that a post implant interrogation showed that the atrial and ventricular leads had been reversed in the device header. The patient was brought back in and the leads were detached from the device and reinserted into the correct ports. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)